Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2023, during an umbilical hernia procedure, the device was implanted. However, on the (B)(6) 2023,the patient had typical heartburn pain in the morning upon waking up. The pain was accompanied by abdominal spasms which intensified throughout the day to become unbearable. A computed tomography (CT) scan was performed. There was distention, parietal thickening of several ileojenal small bases of retroumbilical topography and medium intraperitoneal effusion. On (B)(6) of the same year, the exact same type of pain occurred, with evolution into an unbearable spasm. An abdominopelvic CT scan was done on the (B)(6). It was found that there was occlusive syndrome of the parietal prosthesis, flat-dilated junctional (with "feces sign") retroumbilical onset in favor of adhesion, thickening of the retroumbilical ileal loops. The colon was flat, there was intraperitoneal effusion blade stability and good enhancement of the digestive loops. It was reported that there was severe liver stenosis. It was concluded that there was hail occlusion on likely retroumbilical adhesion. Over the course of several months, the patient suffered daily from genes and pain of more or less intensity. The patient no longer counts returning to the primary care physician because the pain was not going to be a significant burden on morale and quality of life. The unbearable pain and spasm happened again on (B)(6) 2024. There was no CT scan performed, no ultrasound, but biology still shows highly increased leukocytes (neutrophils) as of (B)(6) 2023. The patient's current status was daily pain with difficult digestion, alternating diarrhea and constipation. The patient also gains weight and can no longer eat certain foods because it would cause bowel pain. Somewhat difficult current state with a lot of fatigue.